Event description:
It was reported, that a cartridge alarm occurred, during insulin delivery. It was also reported, that a malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.